Manufacturer narrative:
The product was not returned for evaluation. A review of the device history record was performed and no issues were noted with the lot during production and all samples tested passed finished goods inspection prior to release. Retains from the same lot were tested for all finished goods testing, including needle attachment and tensile strength, all samples passed.

Event description:
According to the reporter, "intra-operatively, the device needle came off from the thread and fell into the patient cavity. The needle remained inside the patient perineum. Due to the product issue the patient had to go another procedure in order to removed (sic) the component inside the cavity. The patient also had to extend hospital stay due to the problem."